Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 64.1mm diameter abdominal aortic aneurysm. The aortic neck was 17.9mm, 17.8, 28.3, 36mm from proximal to distal. It was reported that post implant, there was a type ia endoleak. The physician implanted three endoanchors in the proximal neck and the endoleak was resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.